Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker had reached end of life (eol) however, on its last interrogation 3 months ago, device showed less than 6 months. This device did not triggered elective replacement indicator (eri) and went straight to eol. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis revealed an attempted interrogation noted the device has no telemetry. The returned product memory dump shows a scrambled memory. The device showed 254 resets and that it is operating in bin 255. In addition, internal visual inspection noted no irregularities. Visual inspection noted that a part of device component was loose on the flex assembly which cause memory corruption and no telemetry conditions. Moreover, allegation of premature battery depletion (pbd) was not confirmed.